Manufacturer narrative:
The patient was diagnosed with lymphoadenopathy (possible infection of the lymph nodes) and prescribed keflex. In a follow up with dr; the infection had resolved. The device history records for radiesse lots 1015197 was reviewed. All required testing specifications were met prior to release of the lot. There were no abnormalities noted. The only complaints related to this lot have been from two drs' joint practice in 2009.

Event description:
Patient was injected in the nasolabial folds with radiesse dermal filler; the following day she developed edema in the lips, the next day, she developed hard lumps in the injected areas.